Event description:
It is reported that during an unidentified surgical procedure, a small battery drive would not oscillate. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed; the device was tested and would not engage when power was applied. The unit exhibited damage to the motor and ecu that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. The manufacturing documents were reviewed and no complaint related issues were found. Product was returned to synthes (B)(4) on an unknown date.